Manufacturer narrative:
Evaluation summary: upon analysis, the device was confirmed to lock up the programmer during hvli measurements. The cause was the device did not correctly complete the measurement process. The testing system detected no anomaly and the device met all of the electrical test specifications. When product code execution was restored, the same issue occurred. The cause was the hybrid. The reported concern of a frosty appearance of the header was due to a slightly thicker parylene coating.

Manufacturer narrative:
(B)(4).

Event description:
During implant of the device, it was not possible to perform high voltage impedance measurements with the programmer. The issue persisted while using the programmer wand. The header of the device had an unusual frosted appearance. It was removed and replaced.